Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that there was an alert for at/af burden exceeded however there was no at/af burden duration. No intervention was performed. The patient was stable.